Event description:
This is report 1 of 3 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The cause of the peritonitis was reported to be diverticulitis. The patient was not hospitalized for the event. Treatment information was not reported. On a later date, the patient recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13b19068 and h13d25012 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions were noted for the batch. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4).